Event description:
An aneurx stent graft aortic cuff was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4.5 years ago. Aneurysm morphology was not reported. The vessels were not tortuous, not calcified, and there was no angulation of the aortic neck. It was reported that the bifurcated stent graft was originally implanted 6mm below the renal arteries; however, there was no endoleak or issues as the physician elected not to further intervene at the time of implant (see MFR # 2953200-2010-01234). Approx 1 month ago, the pt presented with back pain and a CT scan demonstrated that there was occlusion of the right contralateral limb but the stent graft was not kinked and the limbs were not crossed. The cause of the occlusion is unk. Due to the occlusion in the ipsilateral limb and the low placement of the bifurcated stent graft the decision was made to implant a talent converter stent graft followed by a fem-fem bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: unk cause of stent occlusion; arterial and venous occlusion.